Event description:
It is reported that the device was implanted in 1993. Revision surgery occurred in 2008, due to wear.

Manufacturer narrative:
Eval summary: it is unk whether the liner wear occurred on the liner/shell interface and/or on the femoral head/liner articulating surface. The liner wear was most likely caused due to one or a combination of the following mechanisms; the liner may have reached the end of its life, micro-motion between the poly liner and acetabular shell may have led to or expedited poly wear, the orientation of mating components such as the ace tabular shell and the femoral head may have lead to poly wear, the pt weight, activity level, and activity type are also factors which could lead to poly liner wear. However, cause cannot be definitively determined. No prod was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the prod failed to meet specs. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.